Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 545 mg/dl. Customer was hospitalized due to high blood glucose and pneumonia. Customer was in the intensive care unit for five days and was released. Customer was wearing insulin pump at the time of hospitalization.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.